Manufacturer narrative:
Additional information has been provided in d.9., d.10., h.3., h.6., and h.11. The lens was returned advanced to the nozzle entry area of the company ii(b) cartridge. Viscoelastic was observed in the cartridge. The lens was positioned correctly. The cartridge had evidence of placement into a handpiece. No cartridge damage observed. The company ii(b) cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The lens was returned advanced to the nozzle entry area. The lens appeared to be positioned correctly. The cartridge had evidence of placement into a handpiece. The company ii(b) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. It is unknown if the lens was in the cartridge for an extended period of time or if a plunger override may have occurred. The IFU (instructions for use) instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an phacoemulsification intraocular lens (iol) implant procedure, the lens had been mounted in the cartridge but did not come out properly and got stuck. The surgeon decided to use another lens and mounted it without a cartridge since no additional cartridges were available. Additional information was received by stating, there had been no patient contact. The surgery had been completed on the same day. There had been no health damage or impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).